Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire testing history for the reported lot was performed. In-house testing on strip lot 370105ar meets release criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot met release specification. It was reported that the patient has renal failure which is a condition that has been shown to impact the performance of the assay. Although potential patient sample interferences were identified, a root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
On 3/1/2016, a variance was reported between inratio inr results. Unexpected high results were observed during the month of (B)(6); only one result was within the reported therapeutic range. The results were as follows: (B)(6) 2016: friday: 10:13am inratio=5.7; 10:16am inratio=5.9. (02/11/16 result provided but not questioned due to being within therapeutic range; inr=2.1 at 6pm) - thursday. On (B)(6) 2016: wednesday: 10:56am inratio=4.1; 10:59am inratio=4.0. On (B)(6) 2016: friday: 4:56pm inratio=4.6. The reported therapeutic range was: 2.0-3.0. No other test method was performed. No dose changes were made during this time. Patient has dialysis because she does not have kidneys and receives a heparin blush during this treatment.

Manufacturer narrative:
It was reported that the patient has dialysis because she does not have kidneys and receives a heparin flush during this treatment. On the initial medwatch report an incorrect spelling was included and the word flush was reported as blush. The customer reported unexpected high inratio inr results. The customer did not provide comparative results for the reported inratio values. It is not possible to verify if a discrepancy exists without this information. Potential patient sample interferences were identified in the complaint which may have impacted the performance of the assay. Furthermore, it was reported that the patient undergoes heparin therapy. This is considered off-label use and cannot be ruled out as the cause of the complaint.